Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The reported malfunction was observed by the zoll field representative onsite. The customer declined the repair of the device and indicated that the device has been taken out of service. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.